Manufacturer narrative:
Lot number was provided by consumer; however, product return has not been requested as case concerns long-term product usage; therefore, unable to proceed with batch retain testing or product investigation.

Event description:
Walking with walker or wheelchair [mobility decreased], nerve damage [nerve injury], changes in speech / can not speak clearly [speech disorder], vomiting [vomiting], stopped walking [abasia], device misuse (use fixodent 3x daily) [device misuse], get sick, smell of food caused to get sick [nausea], cannot feel to sign name (hands) [hypoaesthesia]; cannot use (hands) well [muscular weakness]. Case description: a nurse reported that her adult female pt, age unspecified, used fixodent denture adhesive, original cream 1 applic, 1 /day beginning 1998 through 2006 and is convinced that the product has caused nerve damage in her mouth beginning 2000; she cannot speak clearly / there were changes in her speech beginning (B)(6) 2010, she has vomited daily since 2006, and has stopped walking. The nurse reported that her pt has visited many doctors and is seeing another doctor who is just doing tests right now. The case outcome was not recovered/not resolved. Past medical history included: allergy ¿ fish, chocolate, and drug allergy ¿ morphine, aspirin, and medical history ¿ diabetes and other unspecified health issues. Concomitant medications included: dexilant, vitamin d, lisinopril, humalog regular (sliding scale) to treat diabetes. No further information was provided. On (B)(4) 2012, received consumer¿s follow-up questionnaire and letter: questionnaire: the consumer, age (B)(6), reported that she used the fixodent denture adhesive, original cream 1 applic, 3/day (device misuse) to stick her dentures on beginning 1998 through 2008 and would get sick for days beginning with the very first use, could not smell food or would get sick more; she would throw up for no reason. She visited her physician who gave her an unspecified IV. She could not walk beginning 2009 and now uses a walker and/or wheelchair; she cannot talk well at all since 2010. Her physician recommended seeing another doctor and no one knows why the problems exist. The outcome of the case was: all symptoms ¿ not recovered/not resolved as of (B)(6) 2012. Additional past medical history included: medical history ¿ ¿gastrology¿, ¿kidneys¿, ¿foot wound not healing with wound care¿, was tested for allergies when she was really little. No further information was provided. Letter: the consumer reported that she is seeing another physician now; she cannot feel or use ¿them¿ (hands) very well to sign her letter. The outcome of the case was: cannot feel hands / cannot use hands ¿ not recovered/not resolved. No further information was provided.